Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned to baxter healthcare for further investigation. The serial number of the device was unknown. As a result, the service history review and/or device history review were not performed as part of the investigation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient, who performed pd therapy with a homechoice (hc) device, experienced a myocardial infarction and subsequently passed away due to the event. It was not reported whether the patient was hospitalized prior to death. It was not reported whether pd therapy was ongoing until the time of death, whether the patient was connected to the hc at the time of death, or if an autopsy was performed. No further information was provided. Additional information was requested but is not available.